Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 09:49:58 with drain volume of 4427 ml during cycle 4. The largest prescribed fill volume is 2700ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).evaluation summary: the device was returned and evaluated by the product analysis lab. The device failed the homechoice rite functional test but the homechoice rite electrical test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, use error, and tidal uf removal set too low. Baxter will continue to monitor similar reports to determine if further actions are required.